Manufacturer narrative:
The returned gas delivery system was tested. The customer complaint was verified. The root cause was a failure of the data acquisition assembly as a result of pressure sensor u6 falling out of specification.

Event description:
The customer reported error code is on this device, post proximal pressure sensor az failed. The customer contacted product support and reported getting pressure sensor auto zero failure when powering on the unit. The caller had found 110a error in the significant event logs. The caller request onsite support under warranty repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. Per authorized service personnel (asp) verified and unable to duplicate post proximal pressure sensor error, however the proximal pressure reached 0.95 which is near the point of failure and well above normal. The customer says philips tech support advised performing the repair. As such, the gds was replaced as a precaution. The unit passed all t&v and is approved for use.